Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device were unsuccessful. Hospital reported that the device cannot be released.

Manufacturer narrative:
(B)(4). The device has not been returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There can be several root causes of leaflet immobility or leaflet restriction. In this case, the patient had retained valve strut from previous mitral valve replacement seventeen (17) days prior. Based on the information received the root cause of the event is related to surgical technique during prior mitral valve replacement and not a malfunction of the device. If additional information is received a supplemental MDR will be opened. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 29mm bioprosthetic mitral valve, implanted seventeen (17) days, was explanted due to "trapped leaflet." Through followup with the healthcare provider it was learned that "echocardiogram performed and some structure was noted on the valve so transesophageal echocardiogram was ordered and it was felt like patient probably had severe mitral stenosis." The patient's chest was opened and it was noted that the patient had retained stent strut from her mitral valve replacement seventeen (17) days prior. The strut was removed; however, the leaflets would not expand completely so re-do mitral valve replacement was required. The explanted device was replaced with a 31mm mitral pericardial valve and the pericardium repaired with a patch. The patient tolerated the procedure well and was transferred to the intensive care unit.